Event description:
This unsolicited case from united states was received on 13-dec-2017 from other health care professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one and later on the same day had severe knee pain and increased swelling. Also, device malfunction was identified for the reported lot number. No concurrent condition was provided. Medical history included diabetes, gout, coronary artery disease, asthma, carotid stenosis, hypothyroidism, angina, hyperlipidemia and chronic kidney disease stage2. The patient was allergic to amoxicillin (blisters) and codeine. Concomitant medications reported include furosemide (lasix), salbutamol sulfate (proair hfa), levothyroxine sodium (levothyroxine), acetylsalicylic acid (asa), metformin hydrochloride (metformin), allopurinol, insulin injection, isophane (nph insulin), meclozine (meclizine), gabapentin, metoprolol tartrate (metoprolol), losartan potassium (losartan) and clopidogrel. On (B)(6) 2017, the patients initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (indication expiry date: unknown) (batch/lot number: 7rsl021). On the same day, patient tolerated the injection fine, that evening apparently had severe/increased pain and swelling and was brought to emergency department and remained the night in the ER. Patient refused pain medication and cannot take nsaids, primarily iced and elevated the knee and took paracetamol and noticed improvement over the next several days (apparently did have some IV narcotic pain medication in the ER). On (B)(6) 2017, the patient recovered corrective treatment: not reported for device malfunction; iced the knee, paracetamol (tylenol), IV narcotic pain medication for severe knee pain; ice and elevation for increased swelling outcome: recovered/resolved for both events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: hospitalization for both events reporter causality: yes for severe knee pain and increased swelling follow up was received on 12-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 30-jan-2018 from physician's assistant. Medical history, past drugs and concomitant medications were added. Additional event of increased swelling was added. The event outcome of device malfunction and severe knee pain was updated from recovering to recovered. Reporter causality was added. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 30-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had severe knee pain and swelling. The event is temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 13-dec-2017 from other health care professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one and later on the same day had severe knee pain. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patients initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (indication expiry date: unknown) (batch/lot number: 7rsl021). On the same day, patient tolerated the injection fine, that evening apparently had severe pain and was brought to emergency department and remained the night in the ER (emergency room). Patient refused pain medication and cannot take nsaids, primarily iced the knee and took paracetamol and noticed improvement over the next several days (apparently did have some IV narcotic pain medication in the ER). Corrective treatment: not reported for device malfunction; iced the knee, paracetamol (B)(6), IV narcotic pain medication for severe knee pain. Outcome: recovering for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: hospitalization for both events pharmacovigilance comment: sanofi company comment dated 13-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had severe knee pain. The event is temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.